Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) went into ventricular fibrillation (vf). The first shock delivered by the device in standard polarity appeared to convert vf, but then the patient went back into the arrhythmia. The second shock delivered in reversed polarity did not convert, but then converted with the third shock in standard polarity. During the episode some undersensing of vf with a torsades type rhythm was observed. There was also some concern of some undersensing in a prior episode, which occurred approximately 50 seconds before the treated episode. The vector was secondary with a 1x gain. The other vectors were checked. Primary and secondary looked good, but alternate was poor. Shock lead impedances were 118 ohms for the final shock in standard polarity. It was noted this patient is of larger stature. Boston scientific technical services (ts) discussed that it appeared induction testing was not done at implant. With higher impedances and failure to convert the one time in reversed polarity, this could be related to system position. Ts noted that standard polarity had better success in converting vf. Ts also discussed that primary vector may be a better vector than secondary, but would need to perform induction testing to confirm this. The field representative planned to reset smart charge from the untreated episode. Upon further assessment, the physician elected to perform a commanded shock test with the s-ICD system. No further issues have been reported. The device and electrode remain in service.

Event description:
Additional information was received that the s-ICD system was being replaced with a transvenous ICD system. The plan is to leave the s-ICD abandoned, but turned off in the patient and explant at a later time. There were no patient complications reported associated with the revision procedure.